Event description:
It was reported that, during a cori procedure, upon shutting down the system from the slider on the console after exiting the case, a critical error appeared. All cables were still plugged in. Flipped the switch to off from the console without being able to have the orange lights go out in the front. They were able to re-start the system in another room without issue.

Manufacturer narrative:
H3, h6: the cori console p/n rob10024 (B)(6). Used for treatment was returned for evaluation. Nothing was identified visually or functionally that contributed to the reported problem. The software files were downloaded from the device and provided for investigation. The reported critical error when exiting the case was confirmed. This is a known software issue and no further containment or corrective actions are recommended at this time. This situation is captured in the risk assessment released at the time of the complaint. The failure mode and associated risk have been anticipated within the risk file and that the documented risk level is still adequate. A review of manufacturing records indicate the software met all specifications upon release into distribution. A complaint history review found similar reports. A review of prior escalation actions was performed and found no actions that are applicable to the scope of the reported complaint. This issue will be continuously monitored through complaint investigation and post market surveillance. Based on the investigation, no containment or corrective actions are recommended at this time.

Event description:
It was reported that, during a cori procedure, upon shutting down the system from the slider on the console after exiting the case, a critical error appeared. All cables were still plugged in. Flipped the switch to off from the console without being able to have the orange lights go out in the front. They were able to re-start the system in another room without issue. There was a delay of fewer than 30 minutes. No other complications were reported.